Event description:
It was reported that the patient presented during generator changeout procedure. During procedure, it was noted that the right ventricular lead exhibited high pacing impedance. The reported lead was capped and replaced on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
Correction: sections b1, b2, b5, h1, h6 - the reported event was discovered during clinical follow-up rather than during procedure. It should have been reported as serious injury and device malfunction.

Event description:
New information received notes that the high pacing impedance was initially discovered during clinical follow-up.